Manufacturer narrative:
(B)(4). The driver was returned for evaluation. Approximately ~3mm of tip has been broken off, consistent with interface during usage. Fracture surface analysis reveals a fairly flat, brittle fracture surface and circular material flow, consistent with torsional overload. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion spinal surgical procedure. It was reported that the tip of the driver broke off. No patient complications were reported.